Event description:
The customer reported a motor error alarm and a blood glucose of 336 mg/dl. The customer was able to treat. Troubleshooting was performed, and found that the drive support cap was loose. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.